Event description:
A report was received in 2002 that a doctor had implanted a memorylens in a pt's left eye in 2000, which lens has opacified. The pt's visual acuity at exam in 09/2002 was 20/50 os. The dr is not planning on explanting the lens at this point in time.